Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-feb-2026, a sales representative reported via (B)(4) that the ar-3610ctc-2 1.8 knotless fibertak 30-degree curved guide was compromised during insertion of a 1.8 knotless fibertak anchor during a shoulder instability procedure. Guide was placed interarticular, a 1.8mm flexible drill was placed down the guide. The drill was used and removed, a 1.8 knotless fibertak anchor was placed down guide and inserted successfully, the surgeon went to remove the anchor driver, and it was completely stuck within the guide - the stability sleeve was jammed in the proximal end of the guide with no ability to remove the anchor driver. Surgeon cut the anchor out and was able to remove the guide and anchor driver with anchor and sutures still housed within. The surgeon used a new anchor and guide to insert and complete the procedure. This issue was discovered during a case with no patient harm.